Manufacturer narrative:
Further investigation found the statement: "the customer is being treated with aspirin, which contains ascorbic acid. If the aspirin was administered intravenously this could be a cause for the discrepancy. The product labeling discusses this limitation." Made in the initial MDR was incorrect and should be disregarded.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable whole blood glucose result obtained on the accu-chek inform ii meter with serial number (B)(4). At 5:11 am a fingerstick glucose from the meter was 383 mg/dl. The patient was administered an unspecified amount of insulin. At 7:27 am a fingerstick glucose from the meter resulted as "hi" (> 600 mg/dl). At 7:35 am a laboratory glucose resulted as 278 mg/dl. The patient was not treated based on the "hi" from the meter. He was given 9 units of novolog based on the laboratory result. The patient had been asymptomatic; the staff stated he was always asymptomatic. The patient has a history of blood flow issues, but the customer said there were no blood flow issues where the sample was obtained. There was no adverse event related to the "hi" result. The patient was in stable condition. Valid, passing controls were run on the meter within 24 hours of the event. The test strips were returned to the manufacturer for investigation and tested with a retention meter and retention controls. Control ranges: level 1 30-60 mg/dl; level 2 261-353 mg/dl. Results: level 1: 44, 41, and 43 mg/dl; level 2: 293, 295, and 296 mg/dl. All results were within the acceptable range. A possible cause for the result discrepancy could have been from the lack of circulation. If peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. The customer is being treated with aspirin, which contains ascorbic acid. If the aspirin was administered intravenously this could be a cause for the discrepancy. The product labeling discusses this limitation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.